Event description:
Revision surgery has been reported. Pt who is very large, fractured the posterior medical aspect of the cruciform baseplate. Surgeon removed broken p/b, replaced it with universal b/p, full angled wedge, stem extension, offset adaptor and new 16 mm insert.